Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. During manufacturing, the delivery system and component were both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All pv testing passed specification. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions were reviewed: commander delivery system with s3u, device preparation manual, device training manual, commander delivery system with s3u. A review of the IFU and training manuals revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed as device was not returned and no applicable imagery was provided for the evaluation. A review of the lot history, DHR and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the commander balloon burst during inflation''. Additionally, per report, ''additional 2+cc was added to the nominal volume.'' The prescribed nominal inflation volume is provided in the IFU. As it was noted that an additional 2cc was added to the nominal volume, as per the case notes, it is likely that the balloon burst once the balloon past the target fill volume. Due to no device return, a definite root cause was unable to be determined. Available information suggests that procedural factors (over-inflation) may have contributed to the reported event. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, a product risk assessment and correction/preventative action (CAPA) are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the commander balloon burst during inflation. New devices were used to successfully implant the valve. There was no report of patient injury. The patient is stable post procedure.